Event description:
It was reported that during a da vinci s gynecological procedure, the surgical staff observed arcing from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. The site also reported a small hole in the tip cover accessory. The site discarded the msc instrument and the tip cover accessory. The planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the tip cover accessory and monopolar curved scissors (mcs) instrument have been discarded at this site and will not be returned for eval. The root cause of the customer reported failure mode cannot be determined. If add'l info is received, a f/u MDR will be submitted.